Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the insulin pump had an unexpected low suspend. Blood glucose value was 120 mg/dl and sensor value was 60 mg/dl. Sensor glucose value that triggered the suspend event was 58 mg/dl. Troubleshooting was performed but did not resolve the issue. The device will be replaced but not returned.